Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose level was 400 mg/dl and was addressed with insulin pens. The customer was able to reload the cartridge successfully. Although requested, no additional information was provided regarding the reported issue.